Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Current battery status of ok as of (B)(6) 2016. Daily battery trend shows gradual rise of battery impedance, without battery depletion. Per carelink recommended replacement time (rrt) triggered (B)(6) 2016. Interrogation by mycarelink monitor with updated software successfully reset rrt. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The rrt cleared with the software update. It was also reported that the remote monitor displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The device remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.